Event description:
The wires on the large suturecut needle driver instrument were noted to be frayed on inspection prior to use. There were lives/uses still left on the instrument. A new device was used without incident.====================== manufacturer response for intuitive large suturecut needledriver, large suturecut needledriver (per site reporter).====================== none at this time.